Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned and no other evidence was shared for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More information as well as the affected device must be available in order to determine the exact root cause of the issue. The screw is manufactured from ti6al4v, a titanium alloy that does not contain cobalt part of its elemental composition. The standard elemental composition for this alloy is documented and available per the applicable material specifications. More detailed information regarding the complaint event, as well as additional device-specific details, is required to conduct a thorough investigation. Medical documentation such as pre-operative and post-operative notes, x-rays, and clinical records must be provided to support the assessment. The information currently available is insufficient, and the missing details are essential to determine the root cause of the complaint. If the device is received or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a patient contacted stryker to confirm the material composition of a 20mm partially threaded cannulated screw. The patient has a known cobalt allergy and is experiencing low blood pressure in the evenings, nausea after eating, and localized redness near the surgical site (without signs of infection). The patient is considering implant removal, but insurance will only cover the revision if cobalt exposure is confirmed, so they are requesting clarification on whether the screw contains cobalt or is pure titanium.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
It was reported that a patient contacted stryker to confirm the material composition of a 20mm partially threaded cannulated screw. The patient has a known cobalt allergy and is experiencing low blood pressure in the evenings, nausea after eating, and localized redness near the surgical site (without signs of infection). The patient is considering implant removal, but insurance will only cover the revision if cobalt exposure is confirmed, so they are requesting clarification on whether the screw contains cobalt or is pure titanium.